Event description:
It was reported that it is not possible to unroll coban layer of ten (10) profore kit lf ankle circ 18-25cm case 8 as it is sticking on itself, tearing and creating an uneven compression layer application. It is unknown if this was noticed upon inspection or while setting up for treatment.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that it is not possible to unroll coban layer of ten (10) profore kit lf ankle circ 18-25cm case 8 as it is sticking on itself, tearing and creating an uneven compression layer application. It is unknown if this was noticed upon inspection or while setting up for treatment.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.